Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the numbers continued to scroll up. Customer's blood glucose reading was 281 mg/dl. Customer removed battery then placed it back in and received a failed battery alarm. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer wears the pump inside the bra and it is possible the device was exposed to sweat. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected number ramping during testing noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.